Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). On 06-jun-2015, a philips customer service manager (csm) reported that two field service engineers (fse's) were injured while performing service on the brilliance ict system. The csm confirmed that the issue occurred on (B)(6) 2015 while the fse's were replacing the vertical encoder belt of the patient support. The initial report from the csm indicated that the fse's properly installed the green, vertical safety support brace and when the vertical motor was removed from the patient support, it collapsed and trapped the fse's in the patient support. The csm provided the following workflow for the event: the vertical safety support bar was installed before removing the vertical motor to replace the encoder belt. The fse's removed the vertical motor. The vertical safety support bar came off by unknown reason. The patient support collapsed down under its own weight. One fse injured his right middle finger and another fse injured his tooth. The first fse was a (B)(6) male third party service provider and was not a philips employee. When the patient support collapsed, the first fse's right shoulder and head were caught in the patient support. The first fse was able to pull himself from the patient support, but his front tooth was broken in the process. The first fse also received cuts to his face and shoulder. The same fse was evaluated by a physician who ordered x-rays and a CT scan. This fse visited a dentist to have his front tooth repaired. No further treatment of the first fse was identified. The investigation of this issue for the first fse is documented in this complaint. The second fse was a (B)(6) male and was an employee of philips. When the patient support collapsed, the second fse's right arm was caught in the patient support. When the first fse pulled himself from the patient support, it collapsed further. The second fse attempted to pull his right arm from the patient support, and in the process, received a contusion and flexor tendon tear of his right middle finger. The second fse was evaluated by a physician who ordered x-rays. The second fse had an operation performed on his right middle finger followed by physical therapy. The investigation of this issue for the second fse is documented in a subsequent complaint. The patient support was raised and the vertical motor was reinstalled to support the weight of the patient support. As the first fse was a third party service provider and was assisting as a sub-engineer, he had not attended philips certification training for working on the system. No training records were provided for the first fse. The training records for the second fse were provided and reviewed. The second fse was confirmed to have been certified to service the system and patient support. On 04-sep-2015, the (B)(4) technical support (ts) team attended the site and evaluated the system as part of their investigation. The ts team provided the following investigation results: we have had an investigation on the incident due to the vertical safety support failed. The safety support block does not have any remarkable damage (like fracture, bend, crack, big scratch), nor does any part to hold the safety support (frame/beam, scissors carriage). All the devices related to the vertical safety support have no problem at all. The safety support is able to be installed properly, and holds the installed position. Insofar as it is well placed and installed as instructed, after both ends of the safety block hold the correct places, the safety support never comes off. Thus we have concluded that the safety support was not properly installed when the incident happened. The support block was not properly placed by the fses as indicated in the procedure. The brilliance patient support repair and replacement manual states: warning: the vertical safety support brace must be installed whenever personnel are working under the patient support. Failure to do so may result in personnel injury or death. On 04-sep-2015, the csm confirmed that both fse's had returned to work. The csm also confirmed that the vertical encoder belt was replaced to resolve the customer's original complaint. No bugrep, log files, or failed parts were provided for further analysis. CT engineering determined this issue to have an acceptable risk: the following mitigation applies: philips provides safety documentation including specific service safety manuals[7][8] and sections in specific maintenance procedures. Safety, while performing service, is achieved by complying with these procedures, adhering to provided warnings, and selecting the recommended tools for the tasks. In order to install the system and replace components, the service user is required to follow the prescribed procedures, use the provided safety locks and lifting devices (e.g., rotor locking pin, patient support vertical safety support, and special rigging), and training to reduce the probability of harm caused by heavy parts and assemblies becoming unbalanced, rotating, or falling while transporting or installing them. When service and system installation is performed safely, using the defined procedures and tools, the benefits outweigh the potential of harm from mechanical hazards to the service user. The hazards are mitigated by design; however, the service user has the ability to disable or reduce the effectiveness of mitigations (e.g., removing covers or using service mode on motion controls). Service users are specifically trained for servicing the system in these conditions and are supplied with service procedures. The training, accompanied by system internal labeling and instructions reduces the probability of harm occurring. 1. Safety directions in service and training documentation. 2. Service only by trained personnel. 3. Torqued and loc-tite fasteners under controlled manufacturing procedures. 4. Test after installation to verify proper mechanical installation. 5. Couch and gantry are anchored to the floor and properly torqued. 6. Every part or assembly is connected with two or more screws. 7. System connections/ connectors are designed to meet iec60601-1, clause 56 requirements. 8. High-power, high-voltage electrical connectors are keyed to prevent improper interchange. 9. Low-power low-voltage electrical connectors either: (1) are keyed to prevent improper interchange, or (2) are designed so that any interchange results in a software detectable fault condition that results in a safe system condition. 10. System employs latching type connectors or plugs and sockets that cannot separate from normally expected vibration. 11. When the couch has the ¿bedrock¿ configuration, the geared motor shall hold the couch at maximum load when the motor brake is not functional or removed. 12. The safety vertical support has a bright color (green) for differentiation. The csm confirmed that the vertical encoder belt was replaced to resolve the issue for the customer. The probable cause is that the vertical safety support brace was either installed incorrectly or not at all by the fse.

Event description:
The philips customer service manager reported that two field service engineers were performing service on the CT system to replace the belt of the vertical encoder. The fses stated that the following was performed: safety bar installed before removing vertical motor to replace encoder belt. Removed vertical motor. Safety bar came off for unknown reason. Couch goes down on its own weight. Fse pinched his shoulder and head under the couch. This complaint will address the fses injury to his face and broken tooth. The fse will need medical treatment from a dentist.